Manufacturer narrative:
Information received that patient healed.

Manufacturer narrative:
Date received by manufacturer: (B)(4) 2013. The manufacturer report number should have been (B)(4). Placeholder.

Event description:
Surgeon reported that the system caused a grade 4 corneal burn. At the last post-op check (50 days) it was reported that the burn is linear from 6 o''clock to 12 o''clock exactly at the range of the phaco tip movement and that all peripheral cornea was clear but this burn seems to be permanent. Risk of insufficient endothelial cells.

Manufacturer narrative:
Field service visited site after event. The system was checked (visual, functional and electrical testing performed) and no problems were identified. Also ellips fx handpiece was tested and no problem was found. The system meets amo specifications.